Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: unit received had the index knob replaced due to having both tabs broken off. The disk ratchet and retainer was replaced as well due to wear. All worn components was replaced with new parts. General cleaning and maintenance performed. Root cause: complaint confirmed via inspection of the unit. The unit had worn parts as well as lock movement due to wear on the starburst teeth. Probable root cause is normal wear and tear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This is 1 of 3 reports linked to mfg report numbers: 3004608878-2022-00262, 3004608878-2022-00263. A facility reported that the swivel lock of the mayfield composite series skull clamp (a3059) moves while in locked position. Rocker arm also moves while in locked position, and starburst teeth are worn down. No information on patient involvement, injury, or surgical delay was received.